Event description:
A malfunction alarm was reported by a distributor in finland, known as (B)(6) no notable events preceded the malfunction, which occurred on (B)(6) 2025, and the customer's blood glucose level did not exceed 500 mg/dl. The distributor had reported at least three occurrences of the same malfunction on the pump prior to contacting technical support. The pump was under warranty, and technical support instructed the customer to put the pump into storage mode and return it using a prepaid label and box within 10 days. Technical support confirmed the shipping address and arranged for a replacement pump to be sent, ensuring the customer had an alternate form of insulin therapy, although details regarding this backup therapy were not shared by the customer.